Event description:
It was reported that this patient was hospitalized due to false ventricular tachycardia storm. The patient received an inappropriate shock due to noise in the secondary vector. The device was reprogrammed to the alternate vector and remains implanted. Additional information noted that the device was deactivated and a revision was pending. No adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized due to false ventricular tachycardia storm. The patient received an inappropriate shock due to noise in the secondary vector. The device was reprogrammed to the alternate vector and remains implanted. No adverse patient effects were reported.